Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on dec 12, 2017 the hospital staff had discovered that on (B)(6) 2017 the patient had presented with high impedance on the ventricular paced/sense lead at visit. Capture threshold and sensing were normal and consistent with prior tests. The physician believes perhaps a set screw was not fully engaged/loose. During the procedure, the physician was unable to create any noise or effect any change in impedance with manipulation of the lead/can and decided to reconnect the lead in the header, making no changes to the system. Testing throughout and after the case was normal and consistent with previous test. The patient was asymptomatic and would be monitored.